Event description:
Two patient samples with discrepant results. Initial sodium result 123 mmol/l and initial potassium result of 4.4 mmol/l. Same patient repeated gave results of 146 mmol/l for sodium and 5.1 mmol/l for potassium. The same sample was also tested on a different instrument using the same methodology and gave results of 133 mmol/l for sodium and 4.6 mmol/l for potassium. Initial results were reported. Patients not adversely affected. The field service representative determined there was a problem with the tubing on the instrument. The instrument was repaired.

Event description:
Two patient samples with discrepant results. Initial sodium result 155 mmol/l. Same sample repeated gave result of 126 mmol/l. Same sample repeated on a different instrument, same method gave results of 129 mmol/l and 127 mmol/l. A different sample from the same patient was also tested using the initial method and gave results of 125 and 126 mmol/l. This different sample was also tested using a different instrument, same method, and gave result of 128 mmol/l. Initial results were reported. Patients not adversely affected. The field service representative determined there was a problem with the tubing on the instrument. The instrument was repaired.